Manufacturer narrative:
The results of the investigation are not available at the time of this report. A f/u investigation report will be sent when investigation is completed.

Event description:
The event is reported as: the circuit would not pass the pre-application leak test as soon as they were being tested out of the box. No pt injury reported.